Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a procedure of open reduction for a right cheekbone fracture, the self-drilling screw broke when fixing the frontal suture. It is reported that all pieces of the broken screw were removed and no foreign body was left in the patient. It is reported the procedure was completed with a screw of the same item number in the same hole. It is reported the surgery was completed with less than ten minutes delay.